Event description:
It was reported that the pt received a left tka on (B)(6) 2013. The pt was revised on (B)(6) 2013 due to pain and lack of bone ingrowth.

Manufacturer narrative:
Investigation is in process.